Manufacturer narrative:
Additional analysis was performed onsite by philips service personnel and included attempts to reproduce the reported issue, execution of troubleshooting procedures, and review of system log files. A philips technical consultant (tc) visited the customer site and was unable to reproduce the reported wireless monitoring loss condition. The apc upgrader tool was successfully executed, and review of the available log files did not identify any errors related to the reported event. After completion of the investigation activities, the system was monitored for approximately one week, during which no recurrence of the issue was observed. The tc performed all required functional verification testing, and the system successfully passed all tests and was returned to clinical service. Based on the investigation performed, the reported issue could not be replicated, and no definitive root cause was identified. The system operated as intended during onsite evaluation, log review did not reveal any relevant system errors, and no recurrence was observed during the monitoring period. The device was verified to be functioning properly and was returned to service.

Event description:
Customer reported that multiple pic ix sw rev c.03.08 intellivue telemetry system (its) access points were intermittently resetting and generating entries in the wmts alerts log, resulting in a "wireless monitoring loss" message being displayed.

Event description:
It was reported that multiple access points connected to pic ix its network reset causing "wireless monitoring loss" banner message to display. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) provided remote support to the onsite biomed regarding alerts observed within the wmts system on (B)(6) 2026. The biomed reported that apc7 and apc9 generated ¿loss of apc¿ messages in the wmts alerts log on that date. The biomed also noted that the facility conducted scheduled generator testing at approximately 7:15 am et, which occurred after its access points had reset. During initial troubleshooting, the biomed physically inspected data closets associated with the pic ix wireless infrastructure. It was confirmed that all smart-hopping synchronization units and access point controllers (apcs) were powered. Within the pic ix system configuration under device status, all access point controllers showed a status of ¿connected.¿ at the direction of the rse, the biomed accessed the apc browser utility to further assess the its network. This review identified five access points in an ¿unregistered¿ state. Of these, four were known and intentionally offline; however, one access point was not expected to be unregistered. Additional review of access points assigned to apc7 revealed multiple units displaying white status indicators for power, network, and radio, suggesting a potential connectivity or hardware issue. The rse recommended that the biomed perform a power cycle of the affected access points by disconnecting and reconnecting the network cable at the switch level. Additionally, it was advised that onsite service personnel run the apc upgrader tool on the its network to ensure proper configuration and firmware status. A field technician was subsequently dispatched to the site for further evaluation. Philips is continuing to gather additional data related to this event. The complaint remains under investigation, and a final report will be issued upon completion of the investigation.